Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was tube push off seen with one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 25-feb-2025. H3. Device eval by manufacturer- yes. Bd received one (1) sample for investigation. The returned sample was investigated via draw testing and did not show tube push off. A total of 10 retained samples were used for functional tests, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was tube push off seen with one (1) tube. No adverse impact was reported regarding the patient or user.